Manufacturer narrative:
Zoll has not received the device in the complaint for investigation. A supplemental report will be filed if and when the product is returned, and the investigation has been completed.

Event description:
Fifty-eight (58) minutes into sso2 infusion, the downstream console (ds-2) (sn (B)(6) went into shutdown mode, displaying error code 14. Immediately it was observed that there was patient blood "leaking" from the sso2 cartridge transducer. With less than two minutes remaining in the procedure, the sso2 therapy was discontinued. Upon review of the downstream console's log files, it was determined that the issue was an isolated transducer failure. There was no malfunction on the downstream console as it detected the sensor failure and shut down automatically. The downstream console was placed back in service. The cartridge transducer was removed, placed into a latex glove, and sealed/secured into a bio-hazard medical bag to be returned for investigation. There was minimal blood loss (<10cc), and no patient complications or concerns were noted. The patient was transferred to the post-care unit in stable condition.